Event description:
It was reported that during an unk procedure, there was a broken blade. The blade broke but fell outside the patient. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/07/2007. Information anticipated, but unavailable at this time.